Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was performed with tandem technical support (cts) and no issues were identified. Reportedly, the customer was removing the air from the cartridge with an empty syringe. Tandem clinical support informed customer that removing the air from the cartridge with an empty syringe is off label per the tandem user guide. Customer¿s blood glucose level was 259 mg/dl. Customer reverted to an alternate method of insulin delivery.